Event description:
It was reported that during pta treatment procedure to dilate a circular stenosis in the left superficial femoral artery, removal difficulties were encountered. The balloon catheter was advanced to the lesion site through a 5 fr terumo sheath over a kayak guide wire. The balloon was inflated once to 12 atmospheres. During removal it was noted that the shaft appeared to be 'grooved' (like a saw) causing removal difficulties. No additional information is available at this time. The clinical outcome and patient status are both reported as 'ok' following the procedure.